Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to bone loss with pain at the site. Patient will not return for additional appointments. Tooth #30.

Manufacturer narrative:
Supplemental report provided as the summary investigation provided under initial report MFR# 0002023141 -2022 -00872 was for infection and not for bone loss. Corrected data: h10: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Sections updated: g3: date error was found. G6: type of report and follow up number. H2: follow up type. H10: manufacturer's narrative/corrected data.

Event description:
There is no update to the original complaint description provided.